Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the leading haptic was bent to the opposite side while being delivered from the injector. The surgeon had to use a second instrument to correct the haptic position. Patient harm was not reported.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).